Event description:
This lead was implanted on (B)(6) 1996 and was explanted on (B)(6) 2013. A call to technical services placed on 4/30/2013 states that this rv lead has not been working for years. The physician was dr. (B)(6) at (B)(6) center at (B)(6) university in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).